Event description:
It was reporte to tyco healthcare/kendall that a customer had a problem with an scd system. The customer reports, "sequential device used for prevention of blood clots malfunctioned during procedure. Unable to change it out because pt was draped and incision had been made. Tried changing machine and hoses and still unable to get to work."